Manufacturer narrative:
H6: added type of investigation code b13.

Manufacturer narrative:
B3: the exact date of event is unknown, therefore, the date of which the explant took place was used as date of event. D10: concomitant medical products: (relevant associated devices used with the device being reported on) gore® excluder® aaa endoprosthesis - stent graft trunk-ipsilateral leg, aortic extender, and contralateral leg endoprosthesis. See manufacturer report number 3007284313-2024-03330. H3 other code, h6 code b15 and b17: the medical device was explanted and the hospital sent the explant to a third party investigator for investigation. Scope and results of the investigation were summarized and a level 1 explant report was provided to gore. Gore explant scientist observations stated the following: the device segments were returned to gepromed for investigation. Submitted partially in formalin was a gore® excluder® aaa endoprosthesis system; two aortic extenders (segment 1 and segment 2), two unidentified fragments (segment 3 and segment 4), one fragment of a trunk¿ipsilateral leg endoprosthesis (segment 5), one contralateral/ ipsilateral leg endoprosthesis fragment (segment 6), a second contralateral/ ipsilateral leg endoprosthesis fragment (segment 7), one gore® excluder® iliac branch endoprosthesis iliac branch component fragment (segment 8), and two additional unidentified fragments (segment 9 and segment 10). Segment 1 was reported to measure approximately 30 mm in length, with minimal, scattered plaques of red brown material on the abluminal and luminal surfaces. There was a rough, partially circumferential material transection near extremity a. The distal edge of extremity b appeared to have been transected, resulting in an exposed stent wire. The lumen appeared widely patent. Segment 2 was reported to measure approximately 30 mm in length, with minimal, scattered plaques of red brown material on the abluminal and luminal surfaces. The distal edge of extremity b appeared to have been transected. The lumen appeared widely patent. Segment 3 was reported to measure approximately 37 mm in length, with light tan to red, thickened biologic material present on the abluminal and luminal surfaces. There appeared to be two separate fragments, one contained within and extending from the other. The edges of extremities a and b appeared to have been transected, resulting in exposed stent wires. The lumen appeared widely patent. Segment 4 was reported to measure approximately 40 mm in length, with light tan to red, thickened biologic material present on the abluminal and luminal surfaces. Extremity b appeared to have been transected, resulting in exposed stent wires. The lumen appeared widely patent. Segment 5 was reported to measure approximately 47 mm in length, with moderate scattered plaques of red brown material on the abluminal and luminal surfaces. Extremity a, distal extremity a, and distal extremity b all appeared to have been transected, resulting in exposed stent wires. The lumens appeared widely patent. Segment 6 was reported to measure approximately 59 mm in length, with minimal scattered plaques of red brown material on the abluminal and luminal surfaces. Extremity a appeared to have been transected, resulting in exposed stent wires. The lumen appeared widely patent. Segment 7 was reported to measure approximately 91 mm in length, with minimal scattered plaques of red brown material on the abluminal and luminal surfaces. The lumens appeared widely patent. Segment 8 was reported to measure approximately 52 mm in length, with moderate scattered plaques of red brown material on the abluminal and luminal surfaces. Extremity a, distal extremity a, and distal extremity b all appeared to have been transected, resulting in exposed stent wires. The lumens appeared widely patent. Segment 9 was reported to measure approximately 59 mm in length, with minimal scattered plaques of red brown material on the abluminal and luminal surfaces. At extremity a, there was an area of thickened, light tan biologic material extending towards extremity b. Extremity a and extremity b appeared to have been transected. The lumens appeared patent. Segment 10 was reported to measure approximately 59 mm in length, with minimal scattered plaques of red brown material on the abluminal and luminal surfaces. There appeared to be two separate fragments, one contained within and extending from the other. Extremity b appeared to have been transected. The lumen appeared widely patent. From gross images all material disruptions (i.e., material transections/ cuts), appear to be consistent with cutting by sharp surgical instruments (i.e., scalpel or scissors), likely used during a surgical procedure. No saline-patency test was noted to have been performed, therefore the patency of all segments could not be confirmed based on the images or analysis provided. Based on the explant scientist¿s review of the gepromed report, no additional analysis is requested. Requests were emailed to the third party investigator to acquire additional information regarding the disease progression, device identification, patient medical details and event dates. No additional information has been provided. A review of the manufacturing records for the device could not be conducted because the lot # remains unknown. Based on the incident description and the subsequent investigation, no further information was provided to gore, we are unable to determine the cause of this incident and assign a root cause. Per the gore® excluder® iliac branch endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention or additional intraoperative procedure time include, but are not limited to: aneurysm enlargement, endoleak, surgical conversion. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore (thought a gepromed level 1 macroscopic analysis for explanted grafts 23-166) that a gore® excluder® aaa endoprosthesis was implanted on an unknown date in 2011, in order to treat an abdominal aortic aneurysm (size unknown). Growth of the aneurysm sac was visualized 5 years after the initial procedure. A proximal cuff was implanted since a type I endoleak was suspected (this is captured with the manufacturer report number 3007284313-2024-03329). The aneurysmal sac continued to grow until it reached a size of 75 mm. A type ii endoleak from the lumbar arteries was suspected. On (B)(6) 2023, after approximately 12 years, the endoprosthesis was explanted and an open surgery was performed. During the histological evaluation, segments of a gore® excluder® iliac branch endoprosthesis (iliac branch component) as well as segments of gore® excluder® aaa endoprosthesis (aortic extenders and contralateral leg components) were also identified. In addition, four unidentified fragments were identified.